Event description:
Pt underwent spinal fusion procedure on 3/9/92. On 1/6/94 x-rays show that the middle of the screws on the right side had backed out with possible slight impingement on the dural space. This loose left l5 screw was removed on 4/5/95. The rest of the instrumentation was left in place.